Event description:
The customer reported that the ortho provue analyzer interpreted weak reactivity as a false reaction in the third microtube of a 3-cell screen test.

Manufacturer narrative:
The customer reported that the ortho provue analyzer interpreted weak reactivity as a false reaction in the third microtube of a 3-cell screen test. The customer returned a cd of log files for further investigation. The complaint could not be confirmed with the information provided. Erroneous results were not reported, as the test results were questioned by a health professional. However, if this incident were to recur undetected, it may lead to transfusion of incompatible blood. The analyzer could not be ruled out as a possible contributing factor to this incident.